Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2024 a nalu representative was notified that a full system explant had taken place on (B)(6) 2024 in preparation for a planned total knee replacement surgery.

Manufacturer narrative:
Review of patient history found no record of any complaints or issues with the nalu system. Surgical procedure was performed in preparation to an upcoming surgery only and not due to any issues with the nalu system.